Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the user stated level sensor pad come off after one to two hours of sticking. A false alarm had occurred even after re-pasting the pads firmly. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Investigation in process, but not yet completed.